Manufacturer narrative:
D9, h2, h3: the return of (B)(6) provided the lot number p901492. The hardware was returned and analysis was performed. The returned positioning sensor unit (psu) contained scratches on the housing, lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2019. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .384mm with a passing threshold of .250mm. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system booted on upon boot up. They had a localizer faulted in an optical case. During troubleshooting, the manufacturer representative (rep) indicated that the network device interface (ndi) tool box had bump detected and internal temperature sensor, storage temperature exceeded highlighted. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, h3, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, bump detected and internal temperature sensor, storage temperature exceeded highlighted. A1102 was coded for localizer faulted. The system was serviced in the field by a medtronic representative. The camera was replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.